Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - epsilon durasul liner catalog#: unk lot#:unk, unknown stem catalog#:unk lot#:unk, unknown converged shell catalog#: unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02255.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to dislocation. The femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.